Event description:
The manufacturer received information alleging the trilogy 100 device failed to power up causing the screen to be black. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices system printed circuit assembly (pca) had caused the initial power up and black screen issue on this device. In conclusion, the device's system pca was replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, the cord retainer and internal battery needs replacing since these two parts were missing on the device. This was unrelated to the reportable issue. The rear case enclosure, handle, front case enclosure, and base enclosure needs replaced for physical damage unrelated to the reportable issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The reported failure of the system printed circuit assembly board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.